Event description:
The reporter contacted animas on (B)(6) 2013 reporting that boluses were programmed using the meter remote and the pump vibrated so they believed that the pump had delivered the bolus. The reporter reviewed the pump history but the pump did not have the boluses in the pump history. The reporter indicated that he did not think the meter remote was functioning properly. The reporter stated that the patient had just started on the pump and was having a difficult time and was very stressful. The reporter declined to troubleshoot the pump. The reporter stated that the patient was treated for unspecified elevated blood glucose levels at a diabetes clinic. This report is made based on the allegation the patient received medical treatment for elevated blood glucose levels while using insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.